Manufacturer narrative:
The customer stated that the unit displayed maintenance code: number 4 (compressor over-temperature condition). The company service representative was unable to duplicate the code. He verified the fan operation and cleaned it. He performed preventative maintenance and replaced the safety disk (p/n 0997-00-0985-01). Ran and passed all performance and functional tests. The unit was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "maintenance required code number 4" (compressor over-temperature condition) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.